Manufacturer narrative:
The pdm will not be returned for evaluation. We are unable to confirm any malfunction of the device that would have resulted in erroneous or false-high bg readings. Despite the report of a pdm "error", no specific issue was cited; no error code reference number was provided. It is unknown what condition had occurred that required the pdm to be reset. The customer stated that she was "not able to call product support for information on resetting the pdm." The omnipod user guide (section 6) contains instructions on how "to reset the pdm." It is unknown whether the customer had attempted to follow these instructions to perform a manual reset of the pdm prior to calling product support. Based on the information provided in the report and in the absence of a device evaluation, we are unable to determine whether the pdm may have been a contributing factor to the customer's high bg levels resulting in hospitalization. No conclusion can be drawn. No lot number was provided. A review of lot qualification records was therefore unable to be performed.

Event description:
The customer was hospitalized because her "pdm had an error" and she was unable to call insulet product support "for information on resetting" the device. As a result, she experienced high bg levels; her bg reading upon arriving at the hospital was 564mg/dl. She was placed on an IV insulin drip - further information about her condition after treatment was not provided. No specific issue with the pdm was cited. No product will be returned for evaluation.